Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap cholecystectomy procedure, the device deployed malformed clips on the 4th or 5th firing. The same device was continued to be used and jammed on the 7th or 8th firing. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.